Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +8.5/+1.0/119 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2020 the lens wasexchanged with a shorter lens due to excessive vault, significant reduction of irido-corneal angles (ica), loss of vision, dim/misty vision, and aching pain. Addition of new pi was also reported. The problem was resolved with the exchange. The cause of the event is reported as device: "size too big."